Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld was giving her error messages when she was attempting to interrogate pts' pulse generators. Troubleshooting did not resolve issue and handheld was returned to MFR for product analysis. An analysis was performed on the handheld and the reported complaint was verified. The cause for the complaint was found to be associated with a corrupt cyberonics.cdb database. The analysis could not determine a root cause for the corrupt databases based on the returned handheld and flashcard.